Event description:
The physician delivered a matrix soft-2d coil into a right p-com aneurysm and felt high resistance during the delivery. Retrieved the subject device out of the microcatheter, and uring inpsection it was noticed that themain coil had separated from the pusher wire. No complications were reported to have occurred with the patient as a result of this event.